Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix mesh may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d4, g1, g3, g4, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix mesh. The patient is only making a claim for an adverse patient outcome against the composix mesh. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2008- patient was diagnosed with ventral hernia, thereby underwent laparoscopic repair with implant of composix mesh (device 1). Per op notes, ¿adhesions were noted in the abdominal cavity and the defect was identified. A composix mesh (device 1) was placed over the defect and sutured¿. On (B)(6) 2018- patient was diagnosed with recurrent incisional incarcerated hernia, umbilical hernia, thereby underwent laparoscopic repair with implant of sepramesh ip (device 2). Per op notes, ¿hernia sac was identified through the incision in old scar and was dissected, freedup the edges, having come through a piece of mesh to achieve it. (Device 1). Adhesions were taken down from the mesh and bowel but still a piece of mesh was still on one section of small bowel. In the right upper quadrant after the adhesions were taken down, non-incarcerated umbilical hernia was identified. A sepramesh ip (device 2) was placed on the abdominal wall and tacked¿.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix mesh may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix mesh. The patient is only making a claim for an adverse patient outcome against the composix mesh. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿